Event description:
Additional information: the reported issue occurred during the initial use of the device.

Manufacturer narrative:
Physician and respiratory therapist. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex bivona tts fixed neck flange hyperflex tracheostomy tube cuff would not stay inflated. The incident was observed by the physician and respiratory therapist. Another tracheostomy tube was used to resolve the issue. No patient injury was reported.